Manufacturer narrative:
The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The legal manufacturer reported that the device was delivered to the customer on (B)(6) 2014. The lm reported that the most probable causes for the reported event are as follows: approximately six years have passed since the device was delivered, and it is assumed that the pin of the video connector receiver was worn and bent due to repeated use for a long time, resulting in loose connections.

Manufacturer narrative:
The device was received by olympus for evaluation and the user facility report was not confirmed as reported but the results of the device testing found a bent pin inside the connector and loose connection. Additionally, minor wear on the top and front cover. The receptacle board was replaced, and the device passed all functional testing. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that there is a bad pin in the connector where the scope connects. The reporter stated this occurred during preparation for use so there was no patient involvement. No additional information was provided.